Event description:
During patient's lower extremity angiogram procedure, provider was using laser wire. At the hub where the wire connects to the machine, it started to smoke and smell of burning. Therapy was discontinued and machine was unplugged. Representative for product was here and took wire to send off for testing.